Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported she experienced diabetic ketoacidosis due to bent cannula. The patient tried to treat herself by doing bolus with pump, multiple daily injections and changed all her supplies to treat high blood glucose. Subsequently, she was hospitalized. The patient stated, she had high blood glucose levels for few days and had changed her site a couple of times before she had diabetic ketoacidosis. The patient stated she had high blood glucose as she believed infusion set was not working. The patient's blood glucose was 385 mg/dl mg/dl when she went to the emergency room and was subsequently admitted to intensive care unit (ICU). Once, the patient transferred from ER, her blood level was reported to be 285 mg/dl on an unknown date during hospitalization. The infusion set was in use for one day. The patient had high ketone level and the health care professional assessed ketones levels as dangerous/life threatening. The patient received intravenous insulin as corrective measure. The patient stated she had several bent cannula issues in the past. Reportedly, her blood glucose levels were back to usual after changing the infusion sets and she had no issues with bent cannulas. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.